Event description:
It was reported to medtronic minimed that the customer experienced a keypad or button error. The customer reported no adverse events. The event involved product(s) mmt-712ews. The troubleshooting was performed and the customer reported a keypad issue or received a button error. The customer's identification of the pump's time continues to advance. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-712ews was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit had unresponsive buttons due to flattened (creased) esc, act and up buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test and displacement test due to unresponsive button. Used keypad test to perform download. However, pump history download using thds was failed, unable to perform data analysis for button alarm, unresponsive button complaint. Pump was cut and open found no moisture/damage electronic assembly, keypad assembly, motor, vibrator. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label, stained end cap sticker. Unresponsive buttons due to flattened (creased) esc, act and up buttons dome switch was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.